Event description:
During a lap gastric banding, the suture assistant reloads kept breaking and the knot untied, therefore making it difficult to use for the lap ban insertion. Packaging was discarded, no lot number reported. Cassette and suture remains returned. No pt consequence. Three device returning.